Manufacturer narrative:
Citation: feirer et al. Simultaneous valve implantation in aortic and mitral position in high-risk patients. Innovations. 2025 mar-a pr;20(2):210-212. Doi: 10.1177/15569845251324166. Epub 2025 may 19. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding simultaneous valve implantation in aortic and mitral position in high-risk patients. The study population included 13 patients who were predominantly female with a median age of 77 years old. Multiple manufacturers¿ devices were implanted in the aortic and mitral valve positions; five patients received a medtronic evolut r bioprosthetic valve in the aortic position. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations likely associated with the aortic position included: major bleeding requiring re-exploration, elevated mean gradients of 12.8 mmhg, mild aortic regurgitation, and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.